Event description:
It was reported that the patient¿s pump ¿quit¿ (B)(6) 2015 and the healthcare provider replaced it on (B)(6) 2015. Per the healthcare provider the patient experienced increased low back pain, nausea, vomiting, cold sweats, and hot flashes. The pump was beeping and the cause of the event was unknown, the pump reset and went into ¿safe state¿. Troubleshooting included pump reading, telemetry. The patient recovered without permanent impairment. The pump was used to deliver dilaudid.

Manufacturer narrative:
Conclusion code no longer applicable. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event.

Manufacturer narrative:
Analysis of the pump revealed battery high resistance. (B)(4).

Manufacturer narrative:
Product ID 8835, serial# (B)(4); product type programmer, patient product ID 8709, serial# (B)(6), implanted: 2004 (B)(6); product type catheter product ID 8709, lot# l56459, implanted: 1998 (B)(6); product type catheter. (B)(4).